Event description:
It was reported that when a user is viewing an examination on a pacs (picture archiving and communications system) workstation, the user's personal ddp (default display protocol-an automatic way the images are displayed when the exam opens), and the customer (site) ddp fails to auto display, the system reverts back to ge ddp without notice. The user may not realize the exam order has changed, causing them to believe that the old exam is the new one and vice versa. This could cause the radiologist to believe patient pathology has gotten better or worse than is true, if they do not review the date stamp in the title bar. The ge ddp is set to display the current exam on the right monitor and the previous or historical exam on the let monitor.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of corrective action. An investigation is being conducted to determine root cause. A follow up MDR will be submitted upon completion of the investigation.